Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported false negative reactions with 0.8% resolve panel c lot vrc188 untreated cells with a sample containing anti-m. The sample was first tested on (B)(6) 2014 on the provue with surgiscreen and results were negative. The customer cross-matched 2 units of packed rbcs using immediate spin tube method and both units were incompatible. The customer tested the sample with the untreated cells of panel c lot vrc188. All panel cells were negative. Another sample draw was ordered and tested with both screen and panel cells. The second sample draw was also negative on the provue and manual gel. The sample was sent to the reference lab for workup. On (B)(6) 2013 the reference lab (arc) reported that they had identified anti-m using tube liss and peg methods. The strengths of the reactions were not reported. All qc was acceptable on dates of use. Reagents and gel cards had been stored according to the IFU and were visually acceptable prior to use. The patient was transfused with m antigen negative units with no adverse reactions reported. The patient did not have a previous blood bank history.